Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). The customer went to the emergency room (ER) and was subsequently hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Additional information received was that the customer experienced a blood glucose (bg) level of less than 20 mg/dl. The cause of low bg was unknown. Subsequently, customer was transported via ambulance to the hospital, and hospitalized. No information was provided regarding type of treatment received, or release date, however customer indicated the issue was resolved and no permanent damage was sustained.